Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, the customer noticed a leak coming from the parallel y-connector on the cardioplegia set. The product was replaced. There was no patient involved so no adverse effect occurred.

Manufacturer narrative:
Visual inspection shows evidence of a crack/damage at the base of the "y" connector. Additional visual inspection shows the device is from mold cavity 1. If information is provided in the future, a supplemental report will be issued.